Event description:
The handle on the valve that is used to clamp and open the evd snapped off. Prior to the valve handle breaking-it was noted by multiple nurses that the valve was very hard/sticky to move. The collection system then had to be replaced in sterile fashion by the neurosurgeon. Manufacturer response for external drainage system for ventricular drain, natus eds 3 external drainage system (per site reporter) no response to date.